Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was shorting out . The patient further stated that they fell on their right side and also noted that they are "having issues with their implant and the seat belt hurts them". The ipg remains in use. No further patient complications have been reported as a result of this event.